Manufacturer narrative:
Rse states that the customer was informed to contact philips personnel if further assistance is needed, customer has not provided a v60 testing update on the device. Rse has closed the case. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down while on a patient. Biomed is not reporting and adverse outcome to patient care or therapy. Respiratory therapist was in the room making a settings adjustment to v60 when it shut down. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Furthermore, the troubleshooting steps that were taken are: rse advised the customer that the latest version of the service manual is version r. Biomed has confirmed v60 diagnostic code 1101 in the significant event log. Ventilator restarted due to anomalies detected during operation. Biomed is going to reinstall software version 3.00 and test the unit for 24 hours before placing the unit back into service. The investigation is ongoing.